Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recr0577 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (recr0577) have been reported from the same facility in (B)(6).

Event description:
It was reported that burrs were found with the tip of guide wire inside micro-introducer sheath. It was stated this occurred with two devices. This report addresses the first device.